Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient' current infusion consisted of morphine and bupivacaine. The patient's current oral medication regime was not known. The health care provider's (hcp) nurse followed up with the patient the week prior to this additional information being received and the patient reported some increase in back pain, since surgery. The patient was doing fine otherwise and had a refill scheduled the week of (B)(6) 2014. It was further reported no pocket fills had been reported by the hcp or his nurse. The hcp thought the pump was moving too much in the pocket, making it more difficult than it needed to be for refills. As a result, the hcp had asked another hcp, the patient's implanting hcp, to look at it. No further information was provided.

Event description:
It was reported that the patient¿s pump was difficult to refill. The patient was scheduled for surgery the day following the report. The healthcare provider (hcp) stated they were going to ¿shore up" the patient¿s pump pocket. No diagnostic testing was performed. The patient status at the time of the event was alive-no injury, and there were no symptoms associated with the event. Additional information received reported a successful pump pocket revision was performed. The dacron pouch reportedly had not ¿scarred in¿ and the patient¿s catheter was twisted multiple times, and almost looked as if it were braided. The hcp elected not to unwind it, as it has been flowing to give patient pain relief. The wound was closed after he reattached 3 or 4 points of contact with the dacron pouch. The pump system was being used to infuse morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_pouch_acc, serial# unknown, product type: accessory. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).